Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735992, serial/lot #: unk, UDI#: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera of the navigation system was not communicating with the system. There was no patient present when this issue was identified. Troubleshooting found that the internal network status did not pass on all components.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9735992, serial/lot: (B)(4), product ID: 9735764, serial/lot: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the suspected cause of the reported issue was a broken computer as replacement of the router did not resolve the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as the camera returned a communication error message. The self test tool found that the networking status was down. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed. After initial replacement of the network router did not resolve the issue, the system computer was replaced. The system then passed the system checkout and was found to be fully functional. No hardware parts were received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The networking checkpoint was returned to the manufacturer for analysis. The checkpoint was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Pn: 9735992, sn: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for evaluation. Analysis found that the nic ports on the system were not functional. Pn: 9736764, ln/sn: (B)(4). If information is provided in the future, a supplemental report will be issued.